Event description:
It was reported that during a trabecular microbypass stent system procedure, the surgeon believes one (1) of the two (2) stents inadvertently fell through the pupil and behind the iris during irrigation and aspiration. Per report, the surgeon is seeking medical expert counsel regarding further treatment options to confirm whether the stent remains in the eye, and potential sequalae of a stent remaining in the anterior chamber (ac). There was no report of patient injury. Through follow-up, glaukos medical safety conferred with glaukos chief medical officer and provided a response to the surgeon with further treatment options including stent visualization, retrieving and repositioning or explanting the stent, and conservative management through observation based on the patient's condition. Additional information has been requested.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The reported event, malpositioned stent, is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).